Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00922462 case subject: npi 8015 error 255-32784-275 account name: cooper hospital university medical center account #: 1134804 asset name: 8015 pc unit, b/g v9.5 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: josh had error (B)(4) on pcu8015 sn (B)(4) when he tried to connect the pcu with system maintenance software. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: josh did not plug in the power cord on ac. I advised josh to plug in power cord. He did so and the error went away.